Event description:
Reporter using accu-chek inform system #2. Reporter states tested pt back to back on the same meter 2 minutes apart with results of 25mg/dl and 109mg/dl. Reporter states qc info is not available. Reporter also states performed meter to professional meter (accu-chek inform system #1) with results of 109mg/dl and 262mg/dl within 5 minutes. No treatment was given based on meter results. Reporter states no adverse effect to pt. A request was made for return of the suspect product and replacement was sent. Accu-chek inform system #2: meter, accu-chek comfort curve test strips lot#549209, exp date# 9/30/2007. Accu-chek inform system #1: meter, accu-chek comfort curve test strips lot#546209, exp date# 9/30/2007.

Manufacturer narrative:
This medwatch is being filed for results obtained on inform system #2. The suspect product is the comfort curve test strips.